Event description:
Full System removal. Patient reported to the ER with chest discomfort. X-rays and echo showed the lead was implanted arterially, and anchored in the LV. Yesterday ((b)(6) 2026), a device interrogation was ordered by the attending EP, and RV testing values were all within normal limits, with no episodes. RA sensing was absent even at highest sensitivity. (RA sensing at implant was 2.0mV). Patient reported to the OR today and the full system was successfully explanted, with the RV helix being retracted, and the lead being removed easily. The current plan is for the patient to be discharged with a LifeVest, to be later implanted with an ICD. Other notable details: Implanting physician had difficulty with left-sided access, and switched to right-sided access after multiple attempts. The lead was implanted and normal testing values were obtained via lead testing. Also at implant, the patients EF was low, such that arterial access did not produce the typical, pressurized stream of blood caused by each cardiac contraction, rather it was more of a trickle/drip-like presentation. This was noted today as well, via arterial access and the surgeon commented on the lack of pressure in the arterial system. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination Product: YES.Biotronik submits this report to comply with FDA regulations 21 CFR parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by Biotronik, or its employees that the device, Biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.